Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. It was noted that the evacuation hose connection was blocked, affecting pressure and peep (positive end expiratory pressure). The connection was cleaned, resolving the reported complaint.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user that pressure mode of ventilation was not available. The clinician reportedly switched to volume mode of ventilation to continue the case. There was no reported patient injury.